Manufacturer narrative:
(B) (4): eval results: previously deployed stent. Stent dislodgement. Conclusion: previously deployed stent. (B) (4) (secondary intervention: the dislodged stent was retrieved with a snare). Eval summary: medtronic has received the device and its analysis has been completed. The stent was returned attached to the snare device and the guide wire. The stent segments were severely bunched and deformed.

Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length endeavor rx drug-eluting coronary stent in to a pt. The target lesion, located in the lad # 6 was described as hard with moderate calcification. Prior to this, another endeavor rx stent was deployed at lad # 5-6. However, during advancement, the relevant stent was caught on the previously deployed endeavor rx stent and dislodged. The dislodged stent was retrieved with a snare. The pt is reported to be fine and no other clinical sequelae were reported. The physician commented that he does not suspect device malfunction.